Event description:
It was reported that a malfunction code, malf 9, was displayed on the device. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and advised the customer to continue using the pump while calling back if the malfunction code recurred. The customer acknowledged and understood the instructions.